Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred in drain 1 of 5 during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. Fluid was found in the pump module area and on the exterior of the cassette. The patient told ts there was no visible damage on the cassette. The patient was advised by ts to discontinue use of the cycler and replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow-up with the pdrn, it was confirmed that there was no damage identified on the cassette. The source of the leak was unknown. The pdrn stated the patient re-setup with new supplies and completed treatment on the same cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient is trained to perform manual pd therapy if necessary, as well as stat drains. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid behind the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred in drain 1 of 5 during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. Fluid was found in the pump module area and on the exterior of the cassette. The patient told ts there was no visible damage on the cassette. The patient was advised by ts to discontinue use of the cycler and replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow-up with the pdrn, it was confirmed that there was no damage identified on the cassette. The source of the leak was unknown. The pdrn stated the patient re-setup with new supplies and completed treatment on the same cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient is trained to perform manual pd therapy if necessary, as well as stat drains. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation.